Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. Patient refer to regulatory report number 3004209178-2016-05526 for previously reported information that is now related to this event. Any follow up information received will be submitted in this report.

Event description:
The patient later reported that the circumstance that led to the stimulation being felt down the leg was the infection. The patient had a history of bladder infections, on (B)(6) 2016. The bladder infection had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had bladder infection sometime this weekend. The indications for use for this patient were gastrointest inal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.